Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2004, explanted: (B)(6)2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, (B)(4), ubd: 14-sep-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 545 mcg/day for an unknown indication for use. The patient's pump was replaced on (B)(6) 2018 for end of life. The patient stayed 24 hours for observation and they started to go into baclofen withdrawal 8 hours after surgery. The catheter patency was double checked before and after hooking it up to the pump, and the pump logs and programming was checked. The hcp gave the patient a 75 mcg bolus but it did not seem to help. The patient was taken back to the operating room, and a catheter dye study was done. The dye study was positive and a roller study was positive as well. The hcp was able to pull back over 2 cc of cerebrospinal fluid through the catheter. The doctor decided to replace the catheter and changed out the drug in the pump. Patency was checked and a dye study was performed after the replacement. The results of the dye study were unknown. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.